Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results. Asa.

Manufacturer narrative:
(B)(4). S/w 2.6b; retainer ring = clear. On (B)(6) 2020 the customer passed away. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/13/2015 to 05/27/2019, on 12/22/2019 and on 12/22/2020. There was no data listed on the event date. 05/27/2019 18:09:45.000 user time date change. Event type = 3; source ID = pump (ngp is in open loop state); history record length = 19; old system time = 05/27/2019 18:09:45.000; new system time = 12/22/2019 15:10:46.000; 12/22/2019 15:12:11.000 user time date change; event type = 3; source ID = pump (ngp is in open loop state); history record length = 19; old system time = 12/22/2019 15:12:11.000; new system time = 12/22/2020 15:11:11.000. The pump passed the functional testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.